Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) university. The device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection found that the handshake connection was bent, and the coil was kinked and stretched at the handshake connection. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated with no issues. The rotapro advancer was then connected to the rotapro control console system. When the knob switch, ablation button was pressed, the device stalled and would not run due to the damaged coil and handshake connection.

Event description:
It was reported that the speed was unstable. The target lesion was located in the right coronary artery (rca). Ablation was performed using a 1.50mm rotalink plus. During the procedure, it was noted that the burr was not rotating normally. The maximum speed reached 163,000 rpm, exceeding the set speed of 160,000 rpm. The procedure was completed with another rotalink plus. The patient was reportedly stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) university

Event description:
It was reported that the speed was unstable. The target lesion was located in the right coronary artery (rca). Ablation was performed using a 1.50mm rotalink plus. During the procedure, it was noted that the burr was not rotating normally. The maximum speed reached 163,000 rpm, exceeding the set speed of 160,000 rpm. The procedure was completed with another rotalink plus. The patient was reportedly stable post procedure.